Manufacturer narrative:
Device not returned. This event was determined to be reportable per edwards lifesciences procedures. The information was learned through implant patient registry. Through follow-up with the health-care provider, additional information and a copy of the operative report was received. Unfortunately, the cause of death remains unknown. The device history record (DHR) review was completed, and this device passed all manufacturing and sterilization inspections with no nonconformance.

Event description:
It was reported that the "patient died the day after surgery, no problems with the implanted valve". Implant duration was approximately 0.03 months. Through follow-up with the health-care provider, a response was received, however the cause of death remains unknown.